Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ rupture: no observed openings on the device. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported experiencing side unspecified ¿unusual pain, tingling, swelling, numbness, or burning", ¿hardening of the breast¿ and a "silicone implant rupture". No indication treatment or surgical reoperation has occurred. Healthcare professional reported ¿rupture¿. This record is for the right-side. Device has been explanted.

Event description:
Patient reported experiencing side unspecified ¿unusual pain, tingling, swelling, numbness, or burning", ¿hardening of the breast¿ and a "silicone implant rupture". No indication treatment or surgical reoperation has occurred. Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16apr2015 and 18apr2016. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.